Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, a review of the pump history showed a ¿no delivery, no prime, no cartridge detected¿warning on (B)(6) 2013. During testing, a rewind step was successfully completed. During the load step, the pump failed to recognize the cartridge, duplicating the no delivery, no prime, no cartridge detected warning. A force sensor calibration test confirmed the sensor was not detecting the correct force. Further investigation revealed a cracked wire on the force sensor flex. Unrelated to the complaint, evaluation revealed that the keypad was torn between the up arrow and down arrow keys. All of the button keys were found to respond appropriately and were functional. The keypad cover was removed; no contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that insulin was coming out during the load step, and the pump gave "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.